Event description:
Patient revised to address polyethylene wear.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the root cause of the reported wear could not be determined, it would not be unreasonable to expect some wear after approximately 12 years of implantation. The investigation did not identify a need for corrective action. Both product codes listed are discontinued items. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.